Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A lot history review was not possible as the lot number was not provided. Based on the information provided, the cause of the reported death was a respiratory issue. There is no indication that the device did not perform as intended. It was reported that the device was transferred from one hospital to a different hospital. It was unknown if the mynx device was transported in a temperature control environment. It should be noted that mynx sealant exposed to high temperature may affect the safety or effectiveness of the device. Should additional relevant information become available a supplemental MDR will be filed. (B)(4). Production identifier (pi): number is unknown as the lot number was not provided.

Event description:
It was reported that moments after the mynxgrip device was used for arterial closure, the patient died. The device as used with a 6f procedural sheath following a csi atherectomy percutaneous transluminal angioplasty (interventional peripheral) . The mynx deployment steps were followed correctly. It was a normal closure with 4 minutes hold to achieve hemostasis. There were no groin complications. The cause of death was reported to be respiratory. Additional information was requested but is not available at this time.